Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.

Event description:
It was reported that the external pulse generator did not "fire" appropriately. The device was returned for service. No patient complications have been reported with this event.